Event description:
On (B)(6) 2012, (B)(6), observed leaking from the auxiliary gas exhaust on the bottom of oxygenator (lot number 70065202) used with (B)(4) (lot number 70065185) during priming. The unit was swapped out for a new disposable set. Complaint (B)(4).

Manufacturer narrative:
(B)(4). The returned sample was analyzed in the laboratory. Leak testing was performed on the complaint sample and it was determined that a leak is present at the gas outlet. There was fiber leakage in the potting area of the oxygenator. Therefore, the blood went outside of the potting area and flowed out of the gas exhaust. Additionally, the oxygenator was opened and leaking fibers were identified. This was the result of insufficient connection to the potting area. Reference: (B)(4).